Event description:
On 06/05/07, the company received a report that the end users experienced two occurrences of the locking mechanism of the inner cannula breaking after two days of use. Replacement of the tubes was required.